Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported that the patient's charger and programmer were unable to locate his ipg, and the patient subsequently lost stimulation. Replacement chargers and programmers were unsuccessful at resolving the issue. On (B)(6) 2011, the physician performed surgery to investigate the issue and noted that the patient's left lead was slightly pulled out of the bottom ipg header. The ipg was explanted and tested intraoperative after removal from the patient; however, the programmer was still unable to locate the ipg. The physician decided to replace the patient's ipg. No further patient complications were reported.